Event description:
Customer reported that the shock button was sticking. No reported patient involvement. Service representative was able to duplicate intermittent condition. The device was repaired and proper operation was confirmed.